Manufacturer narrative:
H9: gehc ref. Fmi 36166. Z-number has not yet been provided. Ge healthcare (gehc) found a software issue wherein the "check resp patch" and "spo2 probe off" technical alarms do not persist after a reboot. Gehc initiated a safety recall (fmi 36166) to notify customers. A software update will be provided to address the issue.

Event description:
During testing, ge healthcare identified an issue wherein the "probe off" and "check patch" alarms do not persist after a reboot.

Manufacturer narrative:
Legal manufacturer: hcs helsinki - kuortaneenkatu 2 finland helsinki etela-suomen laani, fin-00510. Ge healthcare's investigation is on-going. A follow-up report will be submitted when the investigation is completed.